Manufacturer narrative:
Unit passed displacement test, self test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss and low battery alert less than 1 week, problem isolated to electronic assemblies. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the they received a low battery alert prior to the replace battery alert. Customer stated it was less than 8 hours from the low battery alert to the low battery alert. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer states this was the second occurrence of replace battery alert in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.